Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead showed a sudden and abrupt increase in pacing impedances from within normal to out-of-range values. A lead fracture was suspected. Also, there was a large number of atrial tachy response episodes with non-physiologic deflections. The patient was going to be evaluated into clinic. The ra lead remains in service. No adverse patient effects were reported. Additional information was received mentioning that the patient was brought to the clinic and was evaluated. The device was reprogramming for ventricular pacing and sensing. Diagnostics were performed along with isometric movements. The patient was asymptomatic and will be followed remotely and in-clinic. No replacement of the ra lead has been scheduled at this time.